Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken. Analysis also noted that the hanger was broken, a capacitor on the main printed circuit board (pcb) was damaged, the lower case was broken, the main seal was pinched, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connection ports. The epg was returned for service. There was no patient involvement.